Manufacturer narrative:
The manufacturer does not have possession of the lead, as it was capped off inside the patient. Without a subsequent analysis of the subject lead, the manufacturer is unable to fully evaluate the reported event. No allegation our lead failed to meet its performance specifications or caused or contributed to the reported event. Lead fracture is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The event will be reopened if additional information becomes available.

Event description:
Rv lead was capped due to a sustained fracture exhibiting loss of capture. During new lead replacement procedure, pt coded 2 times; 3 days later, pt coded again, taken to or for CABG surgery (perforation revealed), lead explanted. A new epicardial lead was implanted, however, the pt did not survive the surgery.